Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) the patient experienced a syncopal episode that caused a car accident. Inquiry was received from facility regarding what actions can be made to make the device rate response more sensitive. The patient was seen by physician for follow up, and re-programming of device rate drop response and base rate were made to increase the rate drop response sensitivity and the number of episodes the device is able to store. The ipg remains in use. No further patient complications have been reported as a result of this event.